Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported a ventilator with a touchscreen failure. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
G4: 22oct2020 b4: (B)(6) 2020 the device was being setup for use when the malfunction occurred, no delay in treatment or patient harm reported. The field service engineer (fse) replaced the touchscreen and tested the unit per the service manual confirming the device meets specifications returning it to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.